Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on (B)(6) 2009. During the procedure, at around 500 grams of morcellation, the morcellator quit working. A second device was used and the case was successfully completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Blade seized/stopped. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.